Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that a leak was identified on the floor.the patient had multiple supply bags on the floor and was unable to tell where the leak was coming from. Renal therapy services (rts) assisted the patient with removing the cassette and reviewed proper procedures per the user manual with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported from an unspecified location of the cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.